Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie failure. A field service engineer ran diagnostics, released the bad pocket, and recovered the failed cubie pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue with failed/invalid cubie memory. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.